Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro fine plus pen injector needle had no insulin flow. This event occurred on 3 separate occasions, but the date/time and/or patient information is unknown.

Manufacturer narrative:
Investigation: three open 31g x 5mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned samples and photos and it was observed that two samples were bent at the non patient end. A clog test was carried out on the remaining sample and no issues were observed. No DHR review can be carried out as lot number is unknown. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the bd micro fine plus¿ pen injector needle had no insulin flow. This event occurred on 3 separate occasions, but the date/time and/or patient information is unknown.